Event description:
Related manufacturer reference number: 2017865-2023-49578, related manufacturer reference number: 2017865-2023-49579, related manufacturer reference number: 2017865-2023-49580. It was reported that the patient presented to the hospital with an infection and a fever. The infection was identified through blood work. The physician explanted and replaced the active system ¿ pacemaker, right ventricular lead, atrial lead and his bundle pacing lead due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.